Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak and the root cause of the reported event could not be verified from the photographs that were provided for investigation. Four photographs were provided for investigation. The first two images showed a groshong PICC inserted in the patient. What appears to be blood is present at the exit site. A piece of gauze is placed underneath a section of the PICC tubing. Splotches of red are observed on the white gauze. The second image shows a drop of clear fluid on the external surface of the tubing that was larger than any drop of fluid in the first image. It is possible that this is where fluid was leaking from the catheter, but a hole could not be discerned in the images. The third and fourth images show two non-bas labels stuck to a sheet of paper. One label in each photo shows product code 7717405, which is for a groshong PICC, and lot #reat2194. The other label in each photo shows product code 0668945, which is for a 4.5fr peel-apart microintroducer kit, from lot reaw0584. Since the leak could not be verified from the photos, the complaint is inconclusive. A lot history review (lhr) of reat2194 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reat2194) have been reported from the same facility.

Event description:
It was reported by nurse that they flushed and infiltrated the catheter with a 10ml syringe as per sop. At that time, sand holes didn¿t occur on the catheter without outleakage. Later, liquid leakage occurred at the distal scale mark of 49cm when confirming the catheter position with saline after successful catheter placement by the nurse (as shown in the picture). Since the catheter had been placed into the patient¿s body successfully, it was not pulled out and called back by the department staff. Besides, the department staff have given feedback for many times on leakage caused by sand holes occurring 49-51cm on the catheter and other conditions, and suspect that this batch of products has certain risks.